Event description:
Tip of multi-fire scorpion needle broke off in the left shoulder during rotator cuff repair. The broken metal tip is estimated to be 1 mm x 0.2 mm. Tip was not found on multiple arthroscopic or c-arm views, or a left shoulder x-ray. Md presumed needle tip washed out. However, per md if the needle tip remains in shoulder, the tip is too small to cause the pt harm.